Event description:
Customer called reporting a button error on her insulin pump. Her blood glucose was 228 mg/dl. Customer stated she was driving and trying to press a button on the device, but missed and hit a different button. The button was not held down for longer than three minutes. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.